Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, rv coil continuity saturated at 3000 ohms was observed during the follow-up performed on (B)(6) 2017. A similar event was observed in a remote report received one month before, and a weekly remote report transmission was therefore scheduled. Reportedly, the rv coil continuity measurement was within normal range when the ICD was manipulated in the pocket. A re-intervention is scheduled on (B)(6) 2017.

Event description:
Reportedly, rv coil continuity saturated at 3000 ohms was observed during the follow-up performed on (B)(6) 2017. A similar event was observed in a remote report received one month before, and a weekly remote report transmission was therefore scheduled. Reportedly, the rv coil continuity measurement was within normal range when the ICD was manipulated in the pocket. A re-intervention is scheduled on (B)(6) 2017.